Event description:
Since 2000, the customer has been monitoring a pt taking accutaine. The following axsym bhcg results were reported: 5 mlu/ml (10/10/00), <5 mlu/ml (11/14/00), 18 mlu/ml (12/11/00), 25 mlu/ml (1/10/01), 72 mlu/ml (1/11/01), 48 mlu/ml (1/12/01), and 97 mlu/ml (1/15/01). The physician questioned the increase in results and ordered testing by alternate methods. Qualitative hcg serum result was negative (manufacturer unknown) and serum tested on beckman access was negative. Sample was diluted 1:2 and 1:4 yielding <5 mlu/ml on axsym. No impact to patient management was reported.